Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi has requested the fenestrated bipolar forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/lot number k13211213 0123) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had conductor wire was damaged. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the fenestrated bipolar forceps instrument had broken cautery cable. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use. The instrument had black wire broken. There was no fragment fell into the patient. There was no loss of cautery associated with broken/loose cable. There were no signs of thermal damage at site of conductor wire breakage.